Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing intermittent shortness of breath and fatigue. Follow-up revealed the patient was diagnosed with a left subclavian deep vein thrombosis (dvt) status-post their implantable pulse generator (ipg), right atrial (ra) lead, and right ventricular (rv) lead implants. The dvt resolved with anticoagulation medications. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.